Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is an expected or random component failure without any manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had an internal gas leakage that had been observed due to a faulty first-stage regulator and an electro-pneumatic proportional valve. Additionally, the foot switch connector was faulty. There was no patient involvement.